Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 180 mg/dl. Alarm did not occur after the device was exposed to moisture. Customer stated the buttons were not pressed for three minutes or longer. Customer was advised to discontinue use of the device. Blood glucose of 0.3 mmol/l was also reported. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump has cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.